Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-14252, reference MFR report: 1627487-2012-14253. It was reported the pt was experiencing skin erosion over the lead-extension connection site. The pt's lead and extensions were replaced with new ones. The physician moved the ipg site to the right side since the scs system was rerouted.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of skin erosion could not be confirmed via lab testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.